Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt did not have stimulation. An x-ray revealed that the leads were separating from the headers and the impedance was low. The device revision is pending upon approval. No further info is available at this time.